Event description:
This report is for 1 unknown screw where it was reported that an 8 hole condylar plate broke due to nonunion. The plate was removed along with 14 unknown screws and replaced with a retrograde nail. Patient has health issues with dialysis. The procedure was completed successfully. No further information was provided. This is report 8 of 15 for complaint (B)(4).

Manufacturer narrative:
This report is for 1 unknown screw. Implant date unknown. The investigation could not be completed and a manufacturing evaluation can not be performed. No conclusion could be drawn as the device is not being returned and no lot number or part number was provided. This device was used for treatment not diagnosis.